Event description:
On (B)(6) 2013, the patient contacted animas alleging that the pump dispensed insulin during the load step. The patient stated she was attached to the pump during the load step, and the pump dispensed about 100 units. The patient stated that her blood glucose (bg) at the time of the call was 128mg/dl and that the inadvertent infusion had occurred about 20 minutes prior to contacting animas. The patient declined going to the emergency room, stating that she was with family and will monitor her bgs, and that she was eating ice cream to prevent a low bg. At the end of the call, the patient¿s bg was reportedly 121mg/dl. Customer technical support made a follow-up call to the patient and spoke with emts, who stated that the patient¿s bg was 90mg/dl, which was down from 178mg/dl an hour prior. It is unknown at this time if the patient required treatment from emts. There were no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury, however this complaint is being reported based on the indication that the patient sought medical intervention to prevent low bg and based on the allegation that the pump dispensed insulin during the load step.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: review of the black box revealed multiple ¿no cartridge detected¿ warnings on the reported event date of (B)(6) 2013. The total daily dose amounts add up and equal the programmed basal target. The pump powered ¿on¿ and displayed the ¿verify¿ screen per normal operation. The piston was unable to recognize the cartridge upon the first ¿load¿ attempt with a high motor noise; a ¿load step malfunction¿ was duplicated. Complete functionality testing was not able to be performed due to the load step malfunction. The force sensor calibration reading was below specifications. The pump clearly displayed the ¿disconnect infusion set from your body¿ alert prior to every ¿ez-prime¿ operation. The pump cover was removed; inspection confirmed damage to the force sensor assembly. Unrelated to the original complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.